Manufacturer narrative:
The device was returned to an olympus service center for evaluation. The angle wires had frayed. In addition, the glue was cracked on both sides of the device. The objective lens and light guide lens had worn glue and were chipped. The nozzle also had worn glue. The insertion tube and light guide lens tube had minor scratches. The cover had deep dents. All labels were peeling, and the control knob was loose. The image tilt could not be checked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the evis exera iii colonovideoscope had failed the leak test, the cable was broken, and the outside covering was starting to peel. The issue was found during a diagnostic procedure. No patient harm reported.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.